Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-may-20. To resolve the stimulation turning off from the shock, the patient turned it back on with their remote. The stimulation issue was resolved. The rep met with the patient on (B)(6) 2019. All impedances were within normal limits and they had stimulation coverage without change. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were working on wiring a range hood when their head touched the hood and he got an electrical shock from his head to his feet. The patient stated it knocked him out for a few minutes and turned off his stimulation. Further information received from the manufacturer representative noted that the patient was able to turn stimulation back on with their remote. The issue was resolved at the time of the report. The patient wanted to meet with the manufacturer representative to have everything checked. The indication for use was non-malignant pain.